Event description:
Pt received her first treatment on 11/19/96 in the corners of the mouth, mid lower lip, and the upper and lower vermilion borders. On 11/26/96 the pt was seen by the physician who diagnosed lack of correction and herpes simplex (dates of onset not known) on the lower vermilion border and below the lower tip; oral zovirax was prescribed.